Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The actuator is deployed toward the distal end of the needle and sits under the t1. The needle assembly is severely bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will not cycle. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, the fast-fix 360 curved t2 was not deployed, the suture failed. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.